Manufacturer narrative:
(B)(4). The device will not be returned therefore an event cause could not be determined. Based on the provided information, the physician did not control the onyx reflux resulting in onyx retrograde flow over the proximal marker band. Per apollo instruction for use, "leave a gap between the onyx¿ les reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal." Same event as reported in MDR MFR: 2029214-2015-05184.

Event description:
Medtronic received information that an apollo catheter was entrapped during onyx procedure. The patient was undergoing a presurgical embolization of brain arteriovenous malformation (bavm) in the anterior circulation. In order to form plugs around the catheter tip, the physician paused multiple times between 30 seconds to 1 minute. The duration of onyx injection was 22 minutes. Two vials of onyx were successfully delivered to the avm nidus. There was some onyx retrograde flow over the marker proximal to the detach zone of the apollo (1.5cm detachable tip). Due to this retrograde flow, the physician experienced difficulties in removing the catheter. The physician tried to applied traction to the catheter wait for 30 seconds to 1 minutes and then tried to pull some more. After 5 minutes trying to remove the catheter, the physician decided to cut the apollo microcatheter at the hub and leave it in the patient because the risk of trying to remove the catheter outweighs the benefit. Additionally, the avm surgery had been scheduled in 2 days. The patient woke up fine after the embolization. Two days post onyx embolization, the avm was resected and the catheter was removed successfully. The patient is doing well with no neurological deficit.